Event description:
The physician was attempting to use a resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion in the lad with 20% stenosis. Stent was prepped, and inserted into the guide catheter however resistance was felt as the stent left the catheter. The doctor pulled the stent back into the catheter, he then took the stent and inspected it before inserting it again. Stent was found to have lifted at the distal end. The procedure was completed using another device. No clinical sequelae reported. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was frayed indicating that it may have been stubbed during advancement. Initial mandrel movement was successful. The 30th distal segment had raised struts. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation. Guide catheter may have caused or contributed to event, resistance encountered during procedure. Conclusion: stent deformation. Guide catheter may have caused or contributed to event, resistance encountered during procedure. (B)(4).